Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The noise was reproducible via isometric test. No intervention was performed. The patient was in stable condition.